Event description:
The handpiece was returned to the manufacturer for service, and during the investigation the device began leaking an unk substance. There was no pt involvement during this event at the manufacturer. There were no adverse consequences reported as a results of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation the device began leaking an unk substance. Based on the investigation details, the likely cause was a leaking e-box controller, which was replaced along with other components.